Event description:
Customer reports her insulin pump has a delivery anomaly and missing bolus history. Customer's blood glucose at the time was 193 mg/dl. Trouble shooting was performed and device passed. Customer did not feel insulin pump was working to specification. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.